Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection. The site was a red swollen area that was hard, painful, and her temperature was low. For treatment, the patient was given an ultrasound and was prescribed 1 antibiotic pill for 7 days and another pill for 10 days. The cannula was detached and in the patient¿s skin, while wearing the pod longer than 48 hours on the abdomen. The patient was discharged after a couple of hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. We are unable to confirm the detached cannula or to determine if it could have contributed to the reported skin infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.